Event description:
During laparoscopic roux-en-y gastric bypass the echelon 60 long endoscopic linear cutter-straight stapler, was misfiring. It would not open and was not cutting appropriately. Surgeon aware of issue and stated that no harm came to the patient. Cutter was taken off of field and a new one was used to complete the case.